Manufacturer narrative:
This device was the first motor drive unit used in the procedure. The device was impacting the drive to the handpieces. The surgeon started to experience difficulty ten minutes into the procedure.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-00069 and medwatch 2210968-2013-00080 and medwatch 2210968-2013-00083. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the lights flashed on the device and the handpiece stopped cutting while both coring and shaving a large fibrous uterus. No patient consequences were reported.